Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen was not functioning. The remote service engineer (rse) provided the customer with the part number for a front bezel to order and replace. The customer replaced the front bezel to resolve the issue. The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.